Event description:
It was reported that tandem charging cable was damaged and charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Customer confirmed access to backup cable to charge pump if needed, and technical support arranged replacement charging supplies, advising customer to rely on backup cable if pump battery depleted before replacements arrived.